Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an infection. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in year 2019. Block d6b: explant date: 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5117177; product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5115478.